Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: product ID dtba2qq implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2014, product ID 1458q-86 competitor implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that during the implant procedure, the connection of low voltage (lv) quadripolar portion of the right ventricular (rv) lead failed. Despite trying various methods, such as performing an air draining, confirming the firmness of the screw and trying to insert while grasping by a forceps etc. All efforts were in vain. It was noted there was oversensing measured on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.